Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. The nurse noted purge fluid leaking from purge side arm. Purge pressures and flows stable, motor current unchanged. The patient remains on support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: d6b explant date added.

Manufacturer narrative:
Added: d3. Fluid leak - sidearm: the cause of the fluid leak could not be determined as no product or logs were returned for evaluation and limited clinical details were provided.

Manufacturer narrative:
D 4 serial number and UDI were revised.